Event description:
Surgeon was using holmium laser for knee surg. He was leaning heavily on the laser fiber carrying the laser beam to the handpiece. As he was removing the handpiece from the pt's knee and the laser was in standby, a crackling sound was heard. The fiber separated from the handpiece and was burning like a fuse down the fiber. The laser was turned off and the handpiece placed in a bowl of water.